Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reports that their aligners are cutting into their gums and is uncomfortable. They have tried filing them, but it has not helped. Provided fit tips and soak aligner in warm water. Requested patient to update after trying tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.